Manufacturer narrative:
Investigation ¿ evaluation: it was originally reported, the biwire¿ nitinol hydrophilic wire guide sterilization package was found not completely sealed, with a part of the wire guide exposed outside the package (reported under MDR 1820334-2025-01176). This observation was made when the user opened the marketing box prior to a kidney stone surgery. The user changed to a new device to complete the procedure. On 11dec2025, the supplier investigation noted the biwire¿ nitinol hydrophilic wire guide was damaged. The polymer jacket had separated on the proximal end of wire guide. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One biwire nitinol hydrophilic wire guide was returned in open package with label. The wire guide was returned without its holder. A review of the wire guide [which was returned without its holder] revealed polymer jacket separation at 1 cm from the proximal tip, exposing the metallic core wire. The wire guide is packaged by a supplier to cook who carried out an investigation as well as cook. A review of the device history record by cook and the supplier found no related anomalies. A database search carried out by cook found no other similar complaints have been reported for the complaint device lot at the time of this investigation. A review of manufacturing procedures carried out by the supplier found controls to be in place to assure device integrity prior to shipment. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Instructions for use (IFU): the device was supplied with IFU t_hbwg2_rev1 which includes the following how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause of the damage to the wire guide jacket cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1:phone: (B)(6). H3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was originally reported, the biwire¿ nitinol hydrophilic wire guide sterilization package was found not completely sealed, with a part of the wire guide exposed outside the package (reported under MDR (B)(4)). This observation was made when the user opened the marketing box prior to a kidney stone surgery. The user changed to a new device to complete the procedure. On 11dec2025, the supplier investigation noted the biwire¿ nitinol hydrophilic wire guide was damaged. The polymer jacket had separated on the proximal end of wire guide. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.